Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg is inoperable and the patient has been without stimulation for the past 3 months due to communication issues and lack of recharge. As a result, neither the charger or patient programmer will locate the ipg.